Event description:
The user facility reported that during a heart catheterization procedure, a portion of the polyurethane coating was partially peeled away from the distal end of the guidewire, but the piece remained attached. This was noted following a catheter exchange. The user facility confirmed that no entry needle or metal introducer was in use that time. No unusual resistance was noticed, however the aorta was described as tortuous. The user was able to pull out the guidewire with the partially sheared coating still attached. Another guidewire was used and the procedure was completed successfully with no patient complications. The patient condition is reported as "fine". Additional event specific information was not available.